Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying incorrect tidal volumes. The device was in clinical use when the issue occurred. There was no patient or user harm reported. The customer was unable to provide any further details. The rse then suggested performing a performance verification test (pvt) on the device, to see if any issues were observed. The investigation is ongoing.